Event description:
Had worn gloves approx 20 mins-washed hands after removing. Touched face, near eyes, user is not sure if did after or before washing hands. Within 10 mins eyes started itching, face broke out in hives, started sneezing. Denies any redness or hives on hands or other parts of body. Treated in ER.